Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer checked and reseated the bus cables and cleaned the area for medications and debris. The station was rebooted, and the drawer was successfully detected. The fse also checked the bus cable, matrix drawers, and drawer cable. Medications and debris were cleaned from the bottom edge of the back panel. The drawer was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failed and device not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.